Event description:
The customer stated that during a pelvic exam with plastic speculum, upon opening for visualization of the cervix the lower portion of the speculum broke. This caused an abrasion to the labia. The abrasion did not require treatment and the pt is fine. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum was not returned to welch allyn. The customer confirmed the lower bill broke during an examination. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Customer confirmed lower bill break; vaginal speculum; actual device not returned.